Manufacturer narrative:
Concomitant medical product: dtmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead slack had pulled back and the ra lead exhibited high thresholds and low p-wave sensing. The addition of lead slack did not resolve the thresholds issue. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.